Event description:
On (B)(6) 2012, the lay-user/patient contacted animas from a hospital and reported an elevated blood glucose (bg) event. The patient indicated that she was admitted to a hospital on (B)(6) 2012, for dka and a bg level of "775 mg/dl." She was disconnected from the pump upon admission to the hospital and had been placed on an insulin drip. At the time of contact with animas, the patient was in the ICU and was no longer on an insulin drip. The patient was being treated via injections from the hospital staff. The patient was unwilling to troubleshoot the pump during the contact with animas. The patient had primarily contacted animas to ask what kind of battery she could use with the pump. During the contact with animas, the patient claimed that she did not even have a battery in the pump. Multiple attempts by animas to contact the patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for dka. However, at this time it is unknown if the pump contributed to the patient's injury. It is even unclear if the patient alleged a pump issue in relation to her reported injury.

Manufacturer narrative:
(B)(4): no insulin delivery defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Unrelated to this complaint, the display was dim/fading. When replaced with a test screen, it was normal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.